Event description:
I have essure and since my implantation in 2009 I have lost teeth, have developed hypothyroidism, have what is now referred to as ebelly (a bloating of the lower abdomen making you look pregnant), I've been given a diagnosis of psvt from the strain on my body, I've gained and lost 150 pounds, I have high blood pressure, I'm borderline diabetic, I have chronic pain all over, I'm having to have a full hysterectomy and I am not able to qualify for disability but I'm not able to work a regular 40 hour a week job that I have done for over 20 years. I've had to overcome addiction to pain pills because of the chronic severe pain from the moment I got implanted and during my fight to get clean I lost my children to dfacs and I've been made to feel like I'm insanely riddled with medical problems that I'm entirely too young for! I have severe depression and hyper-anxiety disorder...I'm a walking time bomb of side effects that not one of which was mentioned! I have countless medical bills from ER visits to drs and specialists as well. I get chronic migraines, nausea, and fluid build-up to the point of needing laxis to quick fix it. I have been hospitalized multiple times for blood work being too high or too low because the device causes my body to deplete or over produce normal counts. I have developed severe allergies to many things, I now carry an epipen. I can no longer wear gold of any kind because the amount of metal in my body causes my skin to erode the metal in the gold. I can go on and on with medical problems and diagnoses since my implantation but instead I am pleading with the FDA to take essure off the market. You may not be able to save me from the damages this device has done but I urge you to save the other unsuspecting women who may choose the essure as their only method of tubal ligation by their insurance.